Manufacturer narrative:
This lot was manufactured april 20, 2016 ¿ april 21, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspections were performed and confirmed the reported issue of a ruptured bladder. No abnormality was found. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor burst after filling with d5w. There was no patient involvement. No additional information is available.